Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no defects. However, the sample did not meet the leak test specification. Therefore, the complaint is confirmed. An evaluation of a retention samples from three recent lots was conducted. There were no visual anomalies noted during visual inspection and all samples met the leak test specification. A review of the device history records was not conducted due to unknown lot number reported. A search of the complaint file was not conducted to due unknown lot number reported. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: a tr band was applied to the right radial of the patient following their intervention; the band was filled with 14 ml's of air; the patient was sent to the ccu; it was charted in the ccu that air was removed just twice from the band, but then there was no air left in the band; the ccu nurse stated the band deflated on its own; the md reported there was no site issue; the tr band was kept and sent back to the cath lab; the manager of the lab filled the tr band and stated there was no leak and because the access site had no issue, they did not fill out an internal report; blood loss was reported to be less than 250cc; the patient is stable; and the procedure outcome was successful.

Manufacturer narrative:
The investigation determined the probable cause of this complaint to be manufacturing related and further investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.